Manufacturer narrative:
(B)(4)

Event description:
This was reported via (B)(4). Symptom: helium loss alarms during patient use. Findings/action-taken: symptom confirmed. Found helium loss alarms in 30 seconds, order pump assembly, replace leaking pump assembly and missing hardware. Fcn level: 1416. Software level: 2.24. Results: equipment operational.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis but the pump was evaluated by a field service engineer. The field service engineer was able to confirm the reported complaint of "possible helium loss alarm". The field service engineer found a leak from the pump assembly, which likely caused the reported complaint. The pump assembly was replaced and passed functional checks. The root cause of the leakage is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for this reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
This was reported via field service report (B)(4). Symptom: helium loss alarms during patient use. Findings/action-taken: symptom confirmed. Found helium loss alarms in 30 seconds, order pump assembly, replace leaking pump assembly and missing hardware. Fcn level: (B)(4). Software level: 2.24. Results: equipment operational.